Event description:
Procedure type: urological. According to the reporter: the patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Product was used for therapeutic treatment. Additional information from importer report: the patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report (B)(4) for an "unknown pelvicol". Additional information from importer report: (B)(4) 2012, (B)(4), (B)(6).